Event description:
The IV tubing chamber filled with medication, but it would not flow through primary tubing. Manufacturer response for IV tubing, primary macro 2 inj. Site set (per site reporter): there has been continued contact between the materials management dept and with the product surveillance quality associate from baxter healthcare corporation.